Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The procedure was done transperineal under local anesthesia. Post procedure, the gel appeared to be in the rectal wall and the prostate. The patient is receiving external beam radiation and the physician is adjusting the treatment volumes. There were no patient complications reported as a result of this event. The patient was doing ok after the procedure.